Event description:
It was reported that the trigger of the device fell out during testing conducted at the user facility. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the trigger fell out of the device was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the trigger of the device fell out during testing conducted at the user facility. No adverse consequences or procedural delays were reported with this event.